Event description:
In 2008, the pt reported that the plunger of her insulin cartridge became stuck to the piston rod which caused insulin to spill into the cartridge compartment of the infusion device. She stated that she dried the cartridge compartment with a tissue prior to the report. She was advised to allow the infusion device to air dry. The pt was instructed how to remove the plunger from the piston rod. She was unable to do so. She was advised to switch to her backup infusion device. Upon follow up on 9 days later, the pt stated that she was able to remove the plunger from the piston rod and she switched back to her primary infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.